Event description:
Per the clinic, the patient experienced erythema at the retroauricular region in the lower suture area (specific date not reported). The patient was treated with topical antibiotics (specific date and duration not reported) thrice per day. After a week, the site became inflamed, swollen and the patient also developed bacterial infection (specific date not reported) so needle aspiration was performed on (B)(6) 2026 to puncture the site and extract seropurulent fluid to be sent for culture test. On the same day, the patient was hospitalized and were and treated with steroid (type and duration not reported ) along with fifteen days of IV antibiotics every 8 hours. The symptoms improved within 72 hours; however, the issue reoccurred. A wound debridement procedure under general anesthesia was performed on (B)(6) 2026 during which inflamed mucous from the internal receiver cable, as well as serous fluid and friable skin, were resected, but the issue persisted as seropurulent discharge observed draining from the new suture site. Subsequently, the mucous membrane and affected muscle tissue were resected, and the device was explanted on (B)(6) 2026. During the explant procedure, the mastoid was found to be occupied by cystic inflammatory tissue containing citrine-purulent material surrounding the implant cables. The infected area were subsequently cleaned and drilled, necrotic tissue were excised and the site was irrigated with antibiotics. The patient was later discharged on (B)(6) 2026 with oral antibiotics prescription. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.